Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Infection - vaginal [vaginal infection]. Entire string removed which could have been in (vagina) for upwards of a week [foreign body in reproductive tract]. Entire tampon string came out, nothing else just the string [device breakage]. Case description: consumer reported via rr that she pulled tampon string out of vagina. No serious injury reported.